Event description:
It was reported that during the implant procedure, high dfts were observed. The connector pin on the lead was found to be bent. The lead was not implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.